Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient called to report an overfill. A review of the patient¿s treatment records identified that the patient drained 2951 ml during drain 1 of the treatment. This drain volume is 196% of the patient's fill volume of 1505 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient also reported being constipated. Multiple attempts were made to gather missing details but no data was provided. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.